Event description:
It was reported that stent fracture occurred. An attempt was made to insert the 3.00 x 32 mm rebel stent through the tortuous and calcified blood vessel. The stent did not pass smoothly despite numerous attempts and eventually resulted in the stent structure breaking. Consequently, the physician chose another of the same stent, which was placed successfully. The patient remained stable following the procedure. It was further reported that the target lesion was located in the left circumflex artery and that the stent was deformed but not fractured.

Event description:
It was reported that stent fracture occurred. An attempt was made to insert the 3.00 x 32 mm rebel stent through the tortuous and calcified blood vessel. The stent did not pass smoothly despite numerous attempts and eventually resulted in the stent structure breaking. Consequently, the physician chose another of the same stent, which was placed successfully. The patient remained stable following the procedure.